Manufacturer narrative:
The following devices were also listed in this report: vit'canc' screw 6.5 dia x 50mmtriathlon total knee system; cat# 5585-c-050; lot# 25829501; vit'canc' screw 6.5 dia x 50mmtriathlon total knee system; cat# 5585-c-050; lot# 26528601; vit'canc' screw 6.5 dia x 40mmtriathlon total knee system; cat# 5585-c-040; lot# 24322903; triathlon p/a ps beaded #5l; cat# 5516-f-501; lot# sce8t3; vit'canc' screw 6.5 dia x 40mmtriathlon total knee system; cat# 5585-c-040; lot# 25906601; triathlon symmetric x3 patella; cat# 5550-g-360; lot# 757j; prim bp w/holes bead w/pa sz 6; cat# 5527-b-600; lot# sdfxn. It cannot be determined which, if any of these devices may have caused or contributed to the patient's experience. An evaluation of the device cannot be performed as the device was not returned to the manufacturer due to hospital policy. Additional information has been requested but not provided. Should additional information become available it will be reported in a supplemental report upon completion of the investigation. Not returned to the manufacturer

Event description:
Patient's left knee was infected. A 2 stage revision was done with an antibiotic spacer.

Manufacturer narrative:
An event regarding a stage 2 revision for infection involving a triathlon ps x3 tibial insert was reported. The event was not confirmed. Method and results: device evaluation and results: visual, dimensional and functional inspections were not performed as the product was not returned. Medical records received and evaluation: not performed as medical records were not provided. Device history review: indicated all devices accepted into final stock met specifications. Complaint history review: there have been no other similar event for the lot code or sterile lot referenced. Conclusions: the exact root cause of the event could not be determined due to insufficient provision of information. Further information such as: return of reported devices; pre- and post-operative x-rays; operative reports as well as patient history, follow up notes and pathology reports are needed to complete the investigation to determine root cause. A CAPA trend analysis was conducted for the reported failure mode and concluded infection is most likely a result from other factors not necessarily related to the device in the healthcare facility setting.

Event description:
Patient's left knee was infected. A 2 stage revision was done with an antibiotic spacer.